Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that no image was present due to a cable failure. Additional evaluation findings are as follows: 1.) A cut was noted on the cable protector; 2.) Rust noted on the charge-coupled device o-ring. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model ch-s190-08-lb, hd camera head to olympus for repair due to a report of "defect." There was no patient injury, associated with the problem, reported to olympus. Upon inspection and testing of the returned device, it was found that an image was not present due to a cable failure. This report is submitted due to the finding of no image present, identified during in-house service of the device. As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that an image was not displayed because communication failure occurred due to a faulty cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.